Event description:
It was reported that the patient's vision did not improve and was still blurry following surgery on their left eye (os) resulting in the need to explant the intraocular lens (iol). The intended/targeted post-operative refraction was plano and intended refractive focal point was distance vision. The patient's pre-operative best corrected visual acuity (bcva) was 20/40. The patient's post-operative uncorrected visual acuity (ucva) was 20/40 and bcva 20/20. It was stated that the patient had an old corneal scar that interfered with the optical biometry measurements. Due to this the patient was sent for a pentacam to confirm the keratometry readings. There was no reported patient injury. The patient is stated to be doing well following the explant during which a different model lens of higher diopter power was implanted (tecnis toric ll lens model zcu150, +9.0 diopter) current ucva provided as 20/20. No additional information was provided.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: 9/19/2022 section h3: device evaluated by manufacturer¿ yes device evaluation: the complaint lens was received in a specimen cup. The lens was cleaned and no defects including those that could contribute to visual issues were observed under magnification. The complaint issue ¿hs-unexpected postop refraction¿ was not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review of the file, it was noted that the following information should be corrected as it was missed in the initial report (MDR # 3012236936-2022-02124): the patient additionally had incision enlargement during their explant procedure. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.